Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Manufacturer narrative:
Evaluation summary: the phaco handpiece (hp) was retuned for evaluation. No further information was able to be obtained from this customer. The phaco handpiece (hp) met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found no visual defects. Full functional testing on the returned handpiece was performed. In order to replicate the occlusion issue, a flow rate test for both irrigation and aspiration was performed in which the handpiece was found to meet specifications. The device history record (DHR) of the custom pak review did not show any abnormalities. Also no remarks were made during the manufacturing process of this lot. The sterilization cycle was checked for this specific custom pak lot and no abnormalities were reported. No complaint sample has been received at this moment. Review of the batch related documentation of this specific lot showed no irregularities. Also no remarks were made during manufacturing of the custom pak which could have contributed to the mentioned issue. The sterilization cycle was checked for this specific custom pak lot and no abnormalities were reported. Custom pak was released according to the specifications. All viscoelastic batches were released according to the required specifications; all testing results were within specification for this batch. Since the complaint sample was not available for evaluation, no further investigation is possible. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on the performed investigation of the custom pak, no direct root cause for this issue could be found within the manufacturing and the sterilization process. Based on the performed investigation of the viscoelastic, the root cause is inconclusive, the initial analysis results are within specifications.

Manufacturer narrative:
Evaluation summary: the viscoelastic was at room temperature. The balanced salt solution (bss) was not cold. The surgeon had the intelligent phaco (ip) function deactivated for sculpture. During the surgery the patient´s eye level versus the cassette level was the same. The facility examined the handpiece used for the surgery and the handpiece did not seem occluded. The facility did not recently change their cleaning and sterilization procedure. The facility noted that they changed the type of tips they were using. The system has been used in this facility since (B)(6) 2014 (several systems installed in this facility). The customer was requested to provide information on the vacuum and aspiration parameters to assist with the investigation. The customer has five (5) machines and twenty five (25) ophthalmic surgeons. The three (3) surgeons concerned by the events had the intelligent phaco (ip) function deactivated for sculpture. The sound intensity of the occlusion alarm was set very low on the machine. A conference call took place where the events were discussed. The company representatives who were in the facility noted the root cause for this case was not found. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined by a company representative who did indicate not finding an issue that would be associated with the reported event. The company representative reviewed with the surgeons, a good practice procedure (recommended parameters and pre-phaco). The system was determined to have functioned as intended. The system met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Event description:
A customer reported that at the beginning of surgery, at sculpture with ultrasounds, the tip of the ultrasound was overheating inducing a whitening of the lens and a white liquefaction. There was an occlusion of the ultrasound handpiece. Procedure was immediately stopped and the handpiece was changed. The facility informed that they respected the viscoelastic delay at room temperature prior to surgeries. The surgeon had the inteligent phaco function deactivated for sculpture. The facility examined the handpiece used for the surgery and did not seem occluded. Facility did not recently change their cleaning and sterilization procedure. The sound intensity of the occlusion alarm is set very low on the machine. They also reported that they were using before kelman tips but now they are using balance tips. This is one of seven reports being filled for this facility. (B)(4).